Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of difficulty turning the pump cartridge in u.I. Assembly was confirmed. Test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly. The root cause is determined to be corrosion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. The associated risk files contain the reported failure/harm or event. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that, during wound debridement, the versajet handpiece could not turn and lock into the versajet console despite numerous times due to the misalignment in the locking system from the console. Usage of versajet was forgo during the wound debridement surgery and 1 versajet handpiece plus 45 degree/14mm was wasted as it was opened and customer request for us to replace. The procedure was completed with a change in surgial technique and it is unknown if a delay happened. No other complications were reported.